Event description:
It was reported as, the following device was received as blind unit product code: 254600500, lot# so203240. The issue is that it does not match any ecm device for the pc. Devices on ecm: 259807530 modular box osteotome. Please help us identify where the modular stop belongs. This complaint involves one (1) device.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual examination of the device identified the locking mechanism to be stiff and the springs of the device deformed. Device presents signs of wear from heavy use. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.